Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the nozzle and camera cover. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: detection method in operation manual chapter 3 preparation and inspection. Preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.